Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post the implantable cardioverter defibrillator (ICD) change out procedure there was loss of atrial ca pture on the right atrial (ra) lead causing the patient to experience light headedness. It was also noted that the atrial thresholds had become very unstable and the impedance started rising post change out. A revision was performed were the ra lead was reinserted into the atrial port fully. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.